Event description:
On (B) (6) 2010, patient reported having problems with insulin delivery on her infusion device causing elevated blood glucose readings. Patient reported her blood glucose ranged from 119-322 mg/dl this morning. Patient stated she disconnected the infusion tubing from her infusion site and primed; no insulin came out. Patient reported she placed the infusion device in stop mode and primed; insulin began coming out of the end of the tubing at 3.9 units of insulin. Patient stated she noticed tiny air bubbles currently in the insulin cartridge. She described the air bubbles as "small pin size air bubbles". Patient reported she did not allow the insulin to warm to room temperature. Educated her on allowing insulin to warm to room temperature before using. Patient stated she inserts the cartridge into the infusion device before attaching the adapter and tubing. Educated her on attaching these products to the cartridge before placing it into the infusion device. Patient reported the small air bubbles had combined to form a large air bubble at the top of the cartridge. Had her place the infusion device in stop mode, disconnect the tubing from the infusion device, and prime the air bubble out through the end of the tubing. When no air could be seen in the cartridge or tubing, she stopped the prime, reconnected the tubing to her site and placed the infusion device in run mode. Advised on correct battery type to use. Patient reported she misplaced the battery key and that she had been using a screwdriver on the battery cover. Patient stated she had never changed the battery cover. Educated her on when to change the battery cover. On follow up call to the patient on (B) (6) 2010, patient reported she was still experiencing air bubbles and elevated blood glucose. Patient stated she had not changed the adapter. Educated her on when to change the adapter. Patient will change to a new adapter. On call back on (B) (6) 2010, the patient reported her blood glucose has been great. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.